Event description:
Philips received a customer complaint regarding a v60 ventilator indicating that while in use, it alarmed error code 1109 check vent: machine pressure sensor auto zero failed alarm on screen. The unit continued to ventilate and unit was removed from patient without incident, no patient harm reported. The customer, a biomed, evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported condition. The customer confirmed that the device displayed a ¿machine pressure sensor auto-zero failed¿ alarm. Guidance was provided regarding the recommended repair path for error code 1109, including the possibility of a data acquisition (da) printed circuit board assembly (pcba) malfunction. The customer stated they would replace the da pcba. After further troubleshooting, the customer called back in and requested guidance on the tests required after replacing the da pcba related to the original error code 1109. Diagnostic support was provided by reviewing the applicable service manual sections and explaining the required post-replacement tests. The customer was also advised to operate the unit in ventilation mode for 30 minutes to confirm proper solenoid pin alignment within the da pcba. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 25feb2026, it was confirmed that the reported issue was resolved. No further information was able to be obtained if the data acquisition (da) printed circuit board assembly (pcba) was actually replaced to resolve issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.